Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the insulin pump and the transmitter. The customer also received a cannot find sensor signal alarm. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The transmitter will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.